Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the pump had an underresponsive audio bolus button. The patient had a blood glucose of 260mg/dl with drowsiness and extreme thirst. This complaint is being reported as the keypad issue was not resolved and the patient experienced hyperglycemia.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/21/2016 with the following findings: a review of the pump histories indicated that the last bolus delivery was a 2.0 unit bolus on (B)(6) 2016 at 23:24. An auto off alarm was recorded on (B)(6) 2016 at 08:45 and deliveries never resumed. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The audio bolus button cover was intact and the button was fully responsive to user presses. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).